Manufacturer narrative:
There is no indication that the access® intact pth device was returned for evaluation. The field service engineer (fse) completed a high sensitivity system check and carryover testing, which passed within specifications. The fse verified instrument operation and noted it performed to performance specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, a definitive cause of the incident could not be determined with the available information.

Event description:
The affiliate stated the customer reported a falsely elevated parathyroid hormone (pth) (access® intact pth) result, above the normal reference range, for one patient, involving the access® intact pth assay used in conjunction with the unicel® dxi 800 access® immunoassay system. The customer stated the falsely elevated result was not released out of the laboratory. There was no patient injury or change in patient treatment associated with this event. Subsequent testing of the patient's sample, on the same instrument, recovered lower results, within the normal reference range. The customer stated quality control (qc) was within the laboratory's established limits prior to and after the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.